Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for overfilling was not observed.

Event description:
It was reported that the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes were overfilling.